Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Customer¿s blood glucose level was 216 mg/dl. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.